Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case concerns a male patient of unknown age who received treatment with synvisc and later had injection site effusion. No medical history, concomitant medication or concurrent condition was provided. The patient received several courses of visco supplementation injections in the past. On an unknown date in (B)(6) 2014, the patient initiated treatment with intra-articular synvisc injection (visco supplementation) once (dose, indication, batch/lot number and expiration date: not provided). Twelve hours after the injection the patient presented with an important injection site effusion. It was reported that a puncture had been performed and the liquid did not reveal any infection. Reportedly, the patient received a corrective treatment with an unspecified corticosteroid and recovered within 3 days. Action taken: permanently discontinued. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention. Injection site effusion c2s2i2 b3. Additional information was received on 06-nov-2015. The ptc results were added and text was amended accordingly.

Event description:
This unsolicited device case from (B)(6) was received on 04-nov-2015 from a physician. This case concerns a male patient of unknown age who received treatment with synvisc and later had injection site effusion. No medical history, concomitant medication or concurrent condition was provided. The patient received several courses of visco supplementation injections in the past. On an unknown date in (B)(6)-2014, the patient initiated treatment with intra-articular synvisc injection (visco supplementation) once (dose, indication, batch/lot number and expiration date: not provided). Twelve hours after the injection the patient presented with an important injection site effusion. It was reported that a puncture had been performed and the liquid did not reveal any infection. Reportedly, the patient received a corrective treatment with an unspecified corticosteroid and recovered within 3 days. Action taken: permanently discontinued. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention. Injection site effusion c2s2i2 b3.